Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the displacement test and the motor tested okay.

Event description:
It was reported that the insulin pump did not always detect a low reservoir event and also alarmed motor error. The blood glucose reading was over 300 mg/dl. The customer stated that when the insulin pump did detect a low reservoir, it immediately alarmed motor error; alternatively, when it did not detect the low reservoir, the insulin would run out, and then the insulin pump would alarm motor error. No significant events leading to the alarm were observed. The customer stated that she works around a magnetic field, but she always wears a lead vest. Advised discontinuation of the insulin pump. Nothing further reported.